Manufacturer narrative:
Additional information: the actual device was not available; however two (2) photographs of the samples were provided for evaluation. Visual inspection of the photographs were performed and the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponges were found fully separated from six (6) minicaps. This was discovered before use. There was no patient involvement. No additional information is available.